Event description:
The device was returned to the service center for a report from the customer contact that the device alarmed e437 (software failure) 509 (turn off fault) and making a horrible noise. This is not a reportable event. However, during testing at the service center the device was able to be programmed while the lockout switch was in the locked position.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.